Event description:
Customer reported the she lost a sensor and inserted another sensor. She was unable to get a reading with new sensor so she took it out and stated it was bent. She was trying to insert another sensor; she noticed the serter does not cover the whole sensor. Customer was advised to press the green button and the needle hub was released. Customer's blood glucose was 42 mg/dl, treated with orange juice, crackers, and honey. Customer decline do to troubleshoot the insulin pump. Customer stated the sensor is fully inserted but the needle hub was stuck in the serter. Found the sensor was bent. No further information reported.

Manufacturer narrative:
Customer returned sensors. Customer complained about the sen-serter. Two sensors received with bent cannulas. Unable to confirm if customer received sensor in said condition, due to customer returned the sensors opened and used.

Manufacturer narrative:
Customer returning product currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-87649.